Event description:
It was reported, the patient had a urinary tract infection. It was stated, the patient had to turn off the implantable neurostimulator (ins) so they could void, as they could not void when the ins was on. It was noted that the implant was working "great" and was helping the patient's symptoms. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3889-28 lot# v535687, implanted: 2010 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).